Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate manufacturing report number.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a heart valve procedure. Reportedly, the proglide suture could not capture the artery due to the poor condition of the patient's artery. Another proglide was used with the same result. The artery was damaged due to the condition of the vessel and proglide use. The artery was incised and the procedure was completed. Surgical suturing repaired the vessel and achieved hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy due to the proglide devices. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported suture malposition could not be determined. The reported patient effect of tissue damage is a known inherent risk of the procedure and the treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue.